Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that when the pump was initially placed, the physician did not let enough tubing for the pump that resulted in a high riding pump that was difficult for the patient to use. The physician tried to pull down the pump to see if it would drop to a proper location, however no troubleshooting resolved the issue, so the patient underwent a revision procedure in which the pump was explanted and replaced. The patient is fully recovered after the procedure.